Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that he received a weak sensor alert. Blood glucose level at the time of the incident was around 40 mg/dl. Troubleshooting was not performed as this was a past event. The insulin pump was not replaced or returned for analysis.